Manufacturer narrative:
Title: randomized controlled trial comparing the franseen needle with a fork-tip needle for eus-guided fine-needle biopsy source: american society for gastrointestinal endoscopy / published date: 25 may 2020 . If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed (may 2020), post endoscopic ultrasound-guided fine needle biopsy, out of the 71 patients, there were 4 cases of abdominal pain with one patient seen in the emergency department and was discharged with a 2-day narcotic prescription, and the other three was managed with over the counter medications with no hospital visit. Article: munish ashat, md, 2020, 25 may